Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during procedure, the device delivery shaft was fractured. The device was completely removed by simply pulling it out. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 28.8cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during procedure, the device delivery shaft was fractured. The device was completely removed by simply pulling it out. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.